Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device - failure to follow steps/instructions - no femoral angiogram taken: per the instructions for use - perform a femoral angiogram to verify the location of the puncture site. It was reported the device was used in a calcified right common femoral artery access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other three proglide devices referenced, are filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure. Reportedly, a cuff miss occurred with four proglide devices. A fifth proglide device was used to achieve hemostasis. No femoral angiogram was taken; however, moderate calcification was reportedly present at the access site. There was no reported adverse patient sequela. There was a reported clinically significant delay of less than 30 minutes in the procedure. Although the name of the physician was provided, it is not known if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received indicating the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history could not be conducted, because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling.